Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. A watermark at the base of the tail was observed, this is an indication that the sensor was properly inserted. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message after 60 minutes of applying the adc freestyle libre sensor. Customer experienced loss of consciousness due to hypoglycemia and recovered himself. No treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message after 60 minutes of applying the adc freestyle libre sensor. Customer experienced loss of consciousness due to hypoglycemia and recovered himself. No treatment was required. There was no report of death or permanent injury associated with this event.